Event description:
User experienced a random issue high sodium results. Data from only two pt samples was provided. The following pt sample was determined to be discrepant. Initial result gave 162 mmol per l. Sample was repeated at the time of the incident on the other c6000 using the same plasma tube giving 131 mmol per l. No erroneous results were sent out.

Manufacturer narrative:
The field service rep determined the solenoid valve controlling ise/sipper probe wash station malfunctioned, and replaced the valve (av1) assembly. He noted observing operation of rinse station and adjusted all wash and rinse levels to their specified heights. Ran calibration, controls and ise precision with no abnormal results, and verified analyzer operating within specification.